Event description:
Surgery date: 2002. It was reported that at the conclusion of this 9 hour surgery that the pt was pronounced dead. There has been no implications that co's devices had anything to do with the death.